Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
The aneurysm extended past the origin of the left subclavian artery. Therefore the case planning involved performing a carotid subclavian bypass. The proximal portion of the tx2 would be placed just distal to the origin of the left common carotid artery. The first device was placed and the physicians wanted to use the coda balloon to aid in the apposition of the graft to the aortic wall. The area rep explained that the tension of the ballooning could pull the graft back as well as have other negative consequences. The physicians proceeded with ballooning the device. The ballooning of the mid-proximal portion of the graft caused the graft to jump back into the aneurysm sac. At this point, the physicians requested a proximal cuff to extend the landing zone back to the origin of the left carotid. After stent placement, an angiogram was performed through the left carotid. At that time, it was noted that there appeared to be a dissection in the ascending aorta. This belief was confirmed with ivus. The procedure was converted to an open operation and the two tx2 grafts were explanted. It is the area rep's belief (and physician's belief) that the dissection occurred while ballooning the first device. It is believed that when the balloon caused the device to jump back, the proximal fixation caused the dissection.